Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a sensor that was bent, a calibration not accepted alert, and a difference between sensor glucose and blood glucose. Insulin delivery was not suspended, and the difference was more than 30%. The customer reported a blood glucose value of 108 mg/dl and a sensor glucose value of 65 mg/dl. The event involved product(s) mmt-7040c1. Troubleshooting was performed for the change sensor, and the customer entered a new blood glucose to calibrate, but the calibration was not accepted. Troubleshooting was performed for the site issues, and the customer reported blood at the site. Troubleshooting was performed for the bent sensor, and the customer reported a bent sensor. Troubleshooting was performed for the sensor glucose vs blood glucose, and the customer was reporting a discrepancy between sensor glucose and blood glucose, which was not within the range. No further patient complications were reported. No product return is required for mmt-7040c1.